Event description:
It was reported that the patient had a loss of stimulation and therapeutic effect. It was noted that reprogramming was a required action. It was noted that the patient stated that the implantable neurostimulator (ins) turns off itself. It was noted that when the patient used the patient programmer there was no lightning bolt that appeared in the ins icon on the top left corner of the screen. It was noted that the patient had less than 50% therapy relief at the left shoulder. It was noted that the patient was alive with no injury at the time of the report. Additional information received reported that the impedances were ok on (B)(6) 2013. It was noted that reprogramming and x-rays were not done because the stimulation was efficient when the ins was on. It was noted that there were no malfunction seen and the cause of the issue was not determined. It was noted that there was no interventions taken or planned. It was noted that they needed some time to see if the device had an issue or if it was the patient who was not using the patient programmer correctly.

Manufacturer narrative:
(B)(4).